Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis; diverticulitis.

Event description:
It was reported that the rn was hanging an IV antibiotic with a new secondary tubing set when it was noted that the tubing set had a crack and was slowly leaking. The tubing set was replaced prior to the initiation of the antibiotic treatment.